Event description:
A 33-wk-old infant was placed on a blanket that was located in an infant warmer and face down on the blanket and the warmer was set on auto (36.5). The pt developed burns on the chest where it had layed on the blanket. Other items were also present at the time of the burn: photo light andprofessional health care bouffant cap.